Event description:
It was reported that bd insyte autoguard needle is slow to retract. The following information was provided by the initial reporter: high alert. We have found a batch of 22g insyte needles that have a slow safety retraction. I have tested 7 and 5 of the 7 were faulty. This is dangerous for a needle stick. On 29 oct: total number of occurrences happened? I have now tested 17 of them, and 13 of them were faulty. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient outcome has not been effected. Any adverse event or serious injury reported to patient or health care professional? There has not been a needle stick yet, but the slow safety put staff at a risk of needle stick.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Some devices were just being tested without patient involvement. Thus adding the additional f code.

Manufacturer narrative:
Additional information of fa#.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 986 sealed 22ga x 1.00in. Insyte autoguard units from lot number 4229661. A bag of 15 unsealed and retracted units were also provided. A sampling of 20 units were randomly selected for functional testing by breaking tip adhesion, slightly advancing catheter, and then activating the button. A few units were also attempted to retract without the catheter, and there was still a significant delay in full retraction. This shows that this defect was most likely caused by excessive gel and not by the catheter. Your report of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. During manufacturing, gel is inserted into the spring cavity. Incorrect equipment settings may cause excessive gel which may result in a slow retraction. Quality control plan to check weight at set-up is performed to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.